Event description:
It was reported that the devices cannot focus. At the time of the report, there was no known impact to a patient. Additional information received stating that there is no patient involvement and the event context is post-op and also during evaluation the tool bur could not be inserted due to breakage of the tip bearing .

Manufacturer narrative:
H3: product analysis: evaluation determined that overheating. The likely cause of failure is could not be determined. It was also noted that the tool bur could not be inserted due to breakage of the tip bearing. In addition, deterioration of the marking and color code were observed. B.3. Date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. G.3. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.